Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to ulcer. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an ulcer while wearing the device for an unknown amount of time. The patient was taken to their health care provider and was prescribed with antibiotics.